Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after receiving the replacement pump, the customer programmed the settings onto the pump. Reportedly, the customer entered a carbohydrates value of "21 grams(g)" and reported that the pump calculated a bolus request of 0.3 units(u) instead of the 3 units(u) the customer expected to see, and did not deliver the bolus request. Additionally, the customer reported that the carbohydrate ratio is intended to be set to 1u:7g all day. At the time of the call, the customer's blood glucose level was 107 mg/dl. Review of the customer's profile settings by tandem technical support showed that the carbohydrate ratio had been unintentionally set to 1u:70g by the user. The customer corrected the pump settings, entered the carbohydrates value of "21 grams", and confirmed that the pump calculated the 3 unit bolus request as expected.